Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system was in a ventricular arrythmia in which the device delivered anti-tachycardia pacing (atp) and 7 shocks. Then another shock was delivered and after the 8th shock, a code 1005 was displayed due to a high out of range shock lead impedance measurement associated with an open circuit condition. All therapy was exhausted. The patient was hospitalized as a result. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system was in a ventricular arrythmia in which the device delivered anti-tachycardia pacing (atp) and 7 shocks. Then another shock was delivered and after the 8th shock, a code 1005 was displayed due to a high out of range shock lead impedance measurement associated with an open circuit condition. All therapy was exhausted. The patient was hospitalized as a result. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that this patient had an out of hospital cardiac arrest prior to lead extract and reimplant with multiple rounds of failed atp and shocks. Subsequently, the device was explanted and replaced. The device is not expected to be returned. No additional adverse patient effects were reported.